Event description:
It was reported by the customer that prior to a pig lab the device was being tested and the clips were not coming all the way out and they were sideways. There was no case involvement. One device will be returned.

Manufacturer narrative:
Date sent: 07/06/2007. Information was not provided by the user facility. Reportability changed based on the analysis findings. The analysis results found that the instrument wsa returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended.